Manufacturer narrative:
9/21/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips ejected prematurely. The surgeon used another device to complete the procedure.